Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal. The patient was revised because of instability and poly wear. Records are available for further review.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Event description:
Litigation alleges that the patient suffers from pain, mobility restrictions, and dislocation of her hip joint. It was also alleged that the patient suffered from subluxation with movement and anterior sliding.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions and dislocation with open and closed reduction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges that the patient suffers from pain, mobility restrictions, and dislocation of her hip joint. It was also alleged that the patient suffered from subluxation with movement and anterior sliding. Doi: (B)(6) 2003 dor: (B)(6) 2012 (right hip). Update: 9/17/2012 pfs was received from legal, medical records were received from legal. The patient was revised because of instability and poly wear. Records are available for further review. The devices associated with this report were still not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. (B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Medical records were received and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.